Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after blood draw 2 tubes were discovered to be leaking with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: after withdraw blood from patient, customer noticed 2ea tube had tnt leaks issue.

Manufacturer narrative:
Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after blood draw 2 tubes were discovered to be leaking with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: after withdraw blood from patient, customer noticed 2ea tube had tnt leaks issue.